Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the drill bit broke off into the pt when removing it from the glenoid.